Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, adenomyosis, leiomyoma of uterus, unspecified, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines/ headaches"). In 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), vaginal infection ("vaginal infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), novasure ablation and robotic hysterectomy/ right salpingo-oophorectomy/ cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, vaginal discharge, vaginal infection and urinary tract infection had resolved and the endometritis, vaginal haemorrhage, bacterial vaginosis, migraine, fatigue, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometritis, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2008. She received treatment for pain ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorhagia (as written) (bleeding b/w periods), bladder/urinary problems ¿ uti, vaginal infection, vaginal discharge, other injuries/symptoms ¿ fatigue, weight gain, migraine, headaches, hair loss, dental problems. Discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2019. Discrepancy noted in date of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, adenomyosis, leiomyoma of uterus, unspecified, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). In 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), novasure ablation and robotic hysterectomy/ rso/ cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, urinary tract infection, vaginal infection and vaginal discharge had resolved and the endometritis, fatigue, weight increased, migraine, headache, alopecia, tooth disorder, bacterial vaginosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008. She received treatment for pain ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorhagia (as written) (bleeding b/w periods), bladder/urinary problems ¿ uti, vaginal infection., vaginal. Discharge, other injuries/symptoms ¿ fatigue, weight gain, migraine, headaches, hair loss, dental problems. Discrepancy noted in date or removal (B)(6) 2018 and (B)(6) 2019. Discrepancy noted in date or removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record. Review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient race, medical history, event: chronic endometritis, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved and the fatigue, weight increased, migraine, headache, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2008. She received treatment for pain ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), bladder/urinary problems ¿ uti, vaginal infection., vaginal. Discharge, other injuries/symptoms ¿ fatigue, weight gain, migraine, headaches, hair loss, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), bladder/urinary problems ¿ uti, vaginal infection., vaginal. Discharge, other injuries/symptoms ¿ fatigue, weight gain, migraine, headaches, hair loss, dental problems. Outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Product indication was updated. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, urinary tract infection, vaginal infection, and vaginal discharge had resolved and the fatigue, weight increased, migraine, headache, alopecia, tooth disorder, bacterial vaginosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008. She received treatment for pain ¿dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorhagia (as written) (bleeding b/w periods), bladder/urinary problems ¿ uti, vaginal infection., vaginal. Discharge, other injuries/symptoms ¿ fatigue, weight gain, migraine, headaches, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, abnormal bleeding vaginal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.